Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the oral-b sensitive clean toothbrush heads worked their way up the oral-b toothbrushes metal shaft and fell off in their mouth before the bristles wore out. No injury was reported.

Manufacturer narrative:
25-feb-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via phone stated that the oral-b sensitive clean toothbrush heads worked their way up the oral-b toothbrushes metal shaft and fell off in their mouth before the bristles wore out. No injury was reported.